Event description:
It was reported to philips that the device will not acknowledge the test load is attached. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device will not acknowledge the test load is attached. There was no patient involvement. One processor pca was returned for failure analysis. The reported problem was duplicated during lab testing. The therapy connector j16 pins were found lifted, which caused the general system failure during operation checks. It was not tested for other tests during the operational check.